Event description:
It was reported that following a fall on (B)(6) 2011, there was a loss of therapeutic effect and lack of stimulation sensation. Also, the implantable neurostimulator (ins) battery maybe depleted from a potential short in the lead caused by the fall which could deplete the battery. Add'l info received from the healthcare provider reported that the cause of the event was a "tumble down the stairs." The ins and lead were attributed to the event. The problem with the ins was unk or battery depletion. The problem with the lead was unk. A surgical intervention was scheduled to occur on (B)(6) 2011 with a possible battery replacement and lead revision planned. A sacral x-ray was taken on (B)(6) 2011 and the neural stimulation lead identified and appeared to be intact and related to the left sacral foramen. A reprogramming took place on (B)(6) 2011 and the hcp was unable to stimulate generator with clinician remote or pt's programmer. Symptoms associated with the event included return of urinary urgency, frequency and urinary incontinence.

Manufacturer narrative:
(B)(4).